Event description:
Patient was revised to address pain. Update: (B)(6) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to brown cloudy fluid collection, a brown bursa lining, fretting metallic wear debris at the head-neck junction (none at the stem-sleeve junction), and a reactive brown synovial lining. The adapter sleeve and stem sleeve are being added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.